Manufacturer narrative:
It was noted that the device is not available for evaluation because it was retained by the hospital. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
It was reported that the patient's right hip was revised due to poly wear. The head was also replaced. No issue noted with the head.